Manufacturer narrative:
The creatinine reagent lot number was 734446 with an expiration date of 31-mar-2024. The uric acid reagent lot number and expiration date were requested but were not provided. The customer replaced the cuvettes and the lamp.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Patient 1 initial creatinine (crep gen.2) result was 23.24 mg/dl and the repeat result was 0.63 mg/dl. The questionable result was reported outside of the laboratory. The customer repeated the sample because the physician determined the result was very high and not related to the patient's clinical condition. Patient 2 initial uric acid (ua2) result was 12.8 and the repeat result was 6.7. No units of measure were provided. Patient 3 initial creatinine result was 1.96 mg/dl and the repeat result was 0.96 mg/dl. For patients 2 and 3, no information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The investigation determined the customer's maintenance actions resolved the issue. A reagent issue could be excluded.